Event description:
Patient reports getting error message when using accu-chek guide test strips. Pt states he can see the metal peeling off the test strip when inserting into the glucometer. Has received replacement glucometer and continues to have this same issue. Often takes 5-6 test strips before patient is able to check reading without an error. Patient states he spoke with manufacturer customer service representative who stated other patients have experienced similar issues. FDA safety report ID# (B)(4).